Event description:
Pt's infusion pump was refilled by home health care agency. Soon after the refill procedure, a swollen area appeared at the pump pocket site. The pt was taken to the ER in a semi-conscious state, and narcan was administered after the pump was stopped. The physician accessed the pump in the ER and aspirated only 2 cc's of medication, when there should have been 18 cc's from the refill. The pt was hospitalized for 3 days, receiving narcan for his symptoms during that time. The pt has completely recovered from the event, and has returned to a pre-event level of therapy.